Event description:
It was reported that the subject stent was used in the medical procedure. However, the mid-section of the subject stent was not opening thus the device was removed. While recapturing the device the subject stent it got stuck within the microcatheter and was not attached to the delivery wire. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The issue occurred during prep. There was patient involvement. The anatomy was reported to be moderately tortuous. Access was through femoral. The physician was able to deliver the subject device to the target lesion. There was no resistance encountered during navigation of the subject device to the target lesion. The position of the microcatheter was confirmed by visualizing the radiopaque markers and the position of the flow diverter (subject device) implant was confirmed between the two marker bands. There was no resistance encountered during the deployment. The subject device was removed. The subject device was recaptured/resheathed back during the procedure 3 times. While retrieving the subject device it got stuck in microcatheter hub. While taking subject device in catheter there was friction. The microcatheter performed as intended. In the physician¿s opinion the cause of the flow diverter not to open was tight bend at internal carotid artery (ica). Based on the additional information, it is most probable the cause of the subject device not to open was the tight bend at the ica. Based on the information provided, this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. Therefore, an assignable cause of procedural factors will be assigned to the reported event of 'stent failed/unable to open (when not implanted)¿. While there are a number of potential causes for the additional reported issues, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable will be assigned to the reported event of ¿flow diverter stent difficult/unable to re-capture into microcatheter¿ and ¿stent deployed prematurely during retraction/re-sheathing¿.

Event description:
It was reported that the subject stent was used in the medical procedure. However, the mid-section of the subject stent was not opening thus the device was removed. While recapturing the device the subject stent it got stuck within the microcatheter and was not attached to the delivery wire. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient.